Event description:
While performing low anterior resection for colon carcinoma, staple line was noted to be incomplete due to ? Misfire. Defect was closed with suture. As per md, the device was given to co reps after case was completed. Protective colostomy was fashioned due to concern for suture line integrity.